Event description:
Patient expired, drug infusion pump was in use at time of incident. Pump was being used to infuse total parenteral nutrition (t.p.n.). There was no clear indication of pump failure during the time of the event. Pump was returned from hospital for suspected over-infusion of t.p.n.